Manufacturer narrative:
Internal file number - (B)(4). Correction lot#. Evaluation summary: a visual inspection was performed. The reported foreign material on the retrieval catheter was unable to be confirmed. A review of the lot history record, corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported foreign material on the retrieval catheter. Based on the reported information, it is likely that the white substance or foreign material that was observed on the retrieval catheter during the procedure, was processing lubricant. The lubricant is applied to the distal tip of the retrieval catheter during manufacturing to facilitate smooth retrieval of the filtration element during use. This could not be confirmed in this case as the returned device was used in the procedure and the white substance was no longer present. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat the internal carotid artery, an emboshield nav6 filter was placed. It was noted that the retrieval catheter tip was clogged with a white residue. The retrieval catheter was not used. A second emboshield system was opened in order to use the retrieval catheter from this device; however, it was noted that a white residue was present on the outside of the catheter tip. As no other emboshield devices were available, the tip was rinsed and wiped; however, the residue remained. As the retrieval catheter was needed to retrieve the emboshield filter, the catheter was used. No issues were noted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.